Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was not completed for the incident lot and no issues were identified.

Event description:
It was reported and observed that the bd vacutainer® sst¿ ii advance plus blood collection tube had fibrin clots in four different tubes. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to bk050036.